Manufacturer narrative:
Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. The shield broke off from the needle. The event was confirmed by the client. No serious events occurred. The following information was provided by the initial reporter. The customer stated: the safety device, the pink tab, does not lock the needle getting the same exposed. The customer in may this year had already opened a complaint about this incidence in another batch, but so far not even samples of the time were picked up for laboratory evaluation, and in may the defect in the product generated an accidental prick of the health professional. Now it's (B)(6), and the same thing has happened again with the same product. Basically, when they finish the collection of blood and go to lock the safety device, the pink tab, does not lock the needle getting the same exposed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure. The shield broke off from the needle. The event was confirmed by the client. No serious events occurred. The following information was provided by the initial reporter. The customer stated: the safety device, the pink tab, does not lock the needle getting the same exposed. The customer in may this year had already opened a complaint about this incidence in another batch, but so far not even samples of the time were picked up for laboratory evaluation, and in may the defect in the product generated an accidental prick of the health professional. Now it's october, and the same thing has happened again with the same product. Basically, when they finish the collection of blood and go to lock the safety device, the pink tab, does not lock the needle getting the same exposed.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-11-29. H.6. Investigation summary: bd received 20 samples and 3 photos for investigation. The photos were reviewed and a bent cannula was observed. The bent cannula is preventing the eclipse shield from fully closing over the cannula. The customer samples were evaluated by visual examination and functional testing, each having their eclipse shields activated, and the indicated failure mode for defective locking mechanism / bent cannula with the incident lot was not observed. Additionally,20 retention samples from bd inventory were evaluated by visual examination and functional testing, each having their eclipse shields activated, and the indicated failure mode for defective locking mechanism / bent cannula with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode bent cannula. Bd was not able to identify a root cause for the indicated failure mode.